Event description:
It was reported that a patient who had a PICC line inserted on (B)(6) 2018 experienced a severed PICC line when it was removed on (B)(6) 2018, with the patient requiring emergency surgery for the removal of 5cm of retained PICC line.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed but the exact complications surrounding the event were unknown. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample was returned with an approximate 5cm segment of catheter detached from the main catheter shaft, with the break site having occurred near the 31cm depth marking. Biological residue was seen between the 26cm-29cm depth markings and was firmly attached to the catheter. Microscopic examination of the fracture surface revealed dull and granular features which were topographically complex. Further examination of the fracture region showed that the exterior surface of the catheter, 2-3mm on each side of the break, contained sections of superficial cracking and color which was noticeably duller in appearance than the surrounding material. No other regions of the catheter contained the same damage. The observed damage was characteristic of material degradation, combined with a tensile event which caused the catheter to break. The catheter had degraded in a highly localized location. The exact cause of the localized degradation was unknown. A review of the manufacture production records found no quality events which may have been related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The following were reviewed as part of this investigation: x-ray image review, patient severity, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break was inconclusive with the provided sample. Two x-ray images were submitted for review. One appeared to be following insertion, and the other contained a caption, "fractured (B)(6)". The 'insertion' image contained a catheter-like object placed on the right side and terminating in the heart region. The 'fractured' image also contained a catheter-like object between the third and fourth ribs but the termination point wasn't clear. The complainant event could not be confirmed with a review of the x-ray images and a determination of the root cause related to the event could likewise not be determined without an evaluation of the physical sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient who had a PICC line inserted on (B)(6) 2018 experienced a severed PICC line when it was removed on (B)(6) 2018, with the patient requiring emergency surgery for the removal of 5cm of retained PICC line.